Event description:
The patient stated she was feeling tiny "shocks" where the toco touched her skin. There was no report of patient harm.

Manufacturer narrative:
The reported issue states: "the patient stated she was feeling tiny "shocks" where the toco touched her skin". This device is affected by recall2019-01. There was no patient harm. There is no additional information at this time. The complaint device was returned for evaluation. The technician tested the device on himself and confirmed that the device was not shocking him; rather, the serial number sticker was poking him. The cable was replaced for preventative maintenance. A gain measurement test and a parameter test were performed and all tests passed. The customer complaint could not be confirmed. The root cause was determined to be that the technician did not properly attach the serial number sticker to the back of the device. No additional patient or event information is available. This type of event will continue to be monitored.